Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2020-00915 for product code fg540000 (carto® 3 system). MFR # 2029046-2020-00916 for product code unk_smart touch bidirectional (thermocool® smart touch¿ bi-directional navigation catheter).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the carto® 3 system and developed ventricular tachycardia (vt) requiring cardioversion and an unwanted pacing issue occurred. During the procedure while ablating the pvc, a signal on the body surface electrocardiogram (ECG) the observed what looked like a single pacing spike; however, no active stimulation was in course at that time. After the signal was observed, vt started. Cardioversion was performed, and the vt was stopped. The pacing leads were connected to the carto 3 main stim port. The pacing stimulator that was in use was a biotronic qubic stim. The physician wants to make sure if the spike was an optical artifact or an unwanted pacing spike that was guided through the carto 3 system despite the ablation. Pacing and ablating were not configured by the customer. Caller said that physician thought the unwanted spike signals caused the vt rhythm. Pacing was not planned or emergency. There¿s no indication that extended hospitalization was required as a result of the event. The patient adverse event will be reported under the thermocool® smart touch¿ bi-directional navigation catheter.

Manufacturer narrative:
On 12/6/2020, the product investigation was completed as the complaint device was not returned. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the carto® 3 system and developed ventricular tachycardia (vt) requiring cardioversion and an unwanted pacing issue occurred. During the procedure while ablating the pvc, a signal on the body surface electrocardiogram (ECG) the observed what looked like a single pacing spike; however, no active stimulation was in course at that time. After the signal was observed, vt started. Cardioversion was performed, and the vt was stopped. The pacing leads were connected to the carto 3 main stim port. The pacing stimulator that was in use was a biotronic qubic stim. The physician wants to make sure if the spike was an optical artifact or an unwanted pacing spike that was guided through the carto 3 system despite the ablation. Pacing and ablating were not configured by the customer. Caller said that physician thought the unwanted spike signals caused the vt rhythm. Pacing was not planned or emergency. There¿s no indication that extended hospitalization was required as a result of the event. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).